Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced an event on (B)(6) 2025 where infusion set tubing was kinked resulting in occlusion. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.